Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line sensor was unresponsive. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found worn downstream occlusion (dso) seal. Functional tests confirmed the air in line was unresponsive. The cause was due to non-functional air detector. The air detector was replaced to correct the reported issue. The device passed all functional tests after the repair.